Event description:
Additional information noted that data was provided for engineering analysis. The data provided was fifty days old, however engineering noted that using the available data it does appear the increase in power consumption was most likely due to the frequent telemetry sessions. New data would have been helpful to see if the power level recovered to a lower level.

Event description:
At this time no technical advice was provided and no change to the system has taken place.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was receiving radiation treatment thus the current consumption of this device had increase temporarily and the device battery displayed lower than expected during the daily telemetry, but the current amount would stabilized approximately one month later and an accurate longevity would be displayed. Prematurely battery depletion was alleged and technical advice was requested. No adverse patient effects were reported.